Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a patient. The customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed the ventilator will continue to function using an air gas source. The service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. The service technician replaced the oxygen motor controller pcb as a precautionary measure. Extended self testing (est) and performance verification testing was preformed, and the unit passed all tests to specifications.